Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer (be) that the external pulse generator (epg) had a broken liquid crystal display (lcd) glass and a broken ring. The be was informed that the epg is no longer being serviced. The status of the epg is unknown. There was no patient involvement.